Event description:
It was reported that during an initial knee arthroplasty, the tibial articular surface provisional fractured. It is unknown if patient retained any broken pieces.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to misuse as the surgeon impacted the tasp. The persona surgical technique instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.